Event description:
Finetuner echo was returned to service and repair. It was the user's first device change. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported.this is a final report.

Event description:
Finetuner echo was returned to service and repair. It was the user's first device change. No injury has been reported at this time.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.